Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in 2019 by the journal of current orthopaedic practice titled ¿incidence of graft failure with achilles tendon allograft combined with retroscrewtm tibial fixation in primary anterior cruciate ligament reconstruction.¿ the study reviewed 50 patients and identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screws in 6 patients during the 2-year follow-up period. 4 patients experienced an additional surgery. Ref: mantell m, fox b, baker m, kappa j, ho a, pandarinath r. Incidence of graft failure with achilles tendon allograft combined with retroscrewtm tibial fixation in primary anterior cruciate ligament reconstruction. Current orthopaedic practice. 2019;30(3):263-268.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.